Event description:
It was reported during a follow up, the lead was found to be dislodged. Loss of capture and low sensing were observed. The lead was repositioned successfully and all electrical measurements were normal. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.